Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak on a minicap transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was returned and an evaluation is complete. Visual inspection was performed with the naked eye and magnification with no issues noted. Functional testing was performed including eight psi underwater pressure leak test, clear passage test, and clamp function test with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.